Manufacturer narrative:
Upon receipt at the laboratory, visual inspection of the lead noted set screw marks on all terminal pin connectors. The clear medical adhesive (ma) is torn/separated from the eptfe at proximal end of the spring electrode and the proximal spring is stretched at this point. Resistance and pressure tests were performed to assess the electrical performance and insulation integrity. All measurements were within normal limits indicating that the lead and insulation remained intact. The helix mechanism failed to retract, likely due to dried body fluid in the helix mechanism. Analysis did not find any lead issue that would have caused or contributed to the lead dislodgement.

Event description:
Boston scientific crm received information that this right ventricular defibrillation lead was explanted after the lead dislodged. It was noted that this patient had twiddled the lead back into pocket. When the pocket was opened, the lead appeared to be damaged, so a new lead was requested. No other adverse patient effects were observed.